Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/04/2014 with the following findings: the complaint could not be investigated due to an unrelated issue. Review of the pump¿s black box revealed a related alarm occurring after a battery change. A battery compartment crack was discovered with evidence of moisture ingress. The battery cap was able to properly secure to the pump. Leak testing revealed battery compartment and keypad leaks. There was evidence of moisture behind the display lens. There was evidence of moisture on the pumps internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported there was evidence of moisture to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.